Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the central processing unit (cpu) was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be replicated. Analysis found that the reported event was related to a computer component issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the computer was replaced, the system would become unresponsive and the monitor would change a different tint. It was reported that this would occur intermittently. There was no patient present when this issue was identified.